Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-may-2021 to 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesia provider reported pyxis system shut down while logged into a case. A technical support specialist evaluated the device's log files and identified that no unexpected shutdown occurred. The technical support specialist reported the device could have been unplugged from the outlet or a power outage occurred. The technical support specialist advised the customer to reboot the device monthly to avoid unexpected updates installation triggered by user reboots or power loss events. The system functioned as intended after being assessed by the technical support specialist.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during procedure. Customer stated the device rebooted and initiated operating system update installation. Customer reported drawers remained open for user to access medications except narcotics drawers. Customer did not disclose the nature of the procedure. There was no report of delay to patient care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during procedure. Customer stated the device rebooted and initiated operating system update installation. Customer reported drawers remained open for user to access medications except narcotics drawers. Customer did not disclose the nature of the procedure. There was no report of delay to patient care. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and identified that no unexpected shutdown occurred. The technical support specialist reported the device could have been unplugged from the outlet or a power outage occurred. The technical support specialist advised the customer to reboot the device monthly to avoid unexpected updates installation triggered by user reboots or power loss events. Device confirmed to be operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during procedure. Customer stated the device rebooted and initiated operating system update installation. Customer reported drawers remained open for user to access medications except narcotics drawers. Customer did not disclose the nature of the procedure. There was no report of delay to patient care. Patient or user harm was not reported.